Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the sdc3 base system shut down in the middle of the procedure.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: shuts down in the middle of cases. The failure alleged in the complaint record was not confirmed or duplicated during the product investigation. The probable root causes can be attributed to system overheating due to lint debris in the interior, or possibly due to issues with the software application, or system drivers.

Event description:
It was reported that the sdc3 base system shut down in the middle of the procedure.